Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. The ventilator was investigated by our field service engineer on-site and the inspiratory pipe was cleaned which resolved the issue. No log files was provided and no parts has been replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).